Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4) ) on 20-oct-2017. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("multiple muscle pain"), memory loss ("memory loss"), fatigue ("chronic fatigue"), depression ("depressive state") and dizziness ("dizziness"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criterion medically significant), visual impairment ("vision disorder"), muscular pain ("muscular pain") and loss of memory ("multiple loss of memory"). At the time of the report, the pelvic pain, allergy to metals, myalgia, memory loss, fatigue, depression, dizziness, visual impairment, muscular pain and loss of memory outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, dizziness, fatigue, memory loss, myalgia, pelvic pain, visual impairment, loss of memory and muscular pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-oct-2019 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 17782 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: as per follow-up information received, case (B)(4) was identified as a duplicate of this case. All the information from deleted case (B)(4) has been transferred to this case. New events nickel allergy, vision disorder, muscular pain and multiple loss of memory added no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.